Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye noted post-operative checkup. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. There was no sample returned for evaluation. The chemical lab has tested the ph and osmo of a reference sample and the results are within specifications for the tested parameters.the complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).